Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: lot number and expiration date UDI are unknown. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink/continu-flo/duo-vent solution set was leaking and broke from the hub. The patient was receiving fentanyl for sedation purposes at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.